Event description:
Pt reported that she experienced high blood glucose (336 mg/dl). Pt's blood glucose has been elevated for three weeks. No error messages were generated by the device. Pt alleged that device was at fault for high blood glucose. No treatment was received.